Manufacturer narrative:
Other, other text: additional information: h6 (patient code). Additional information received 12 november 2020 that the event was discovered during testing. No alarm. No patient involvement.

Manufacturer narrative:
Device evaluation results ? One level 1 hotline low flow system was returned for investigation in used condition. The enclosure was cracked. In addition, the unit had an outdated pcb, power switch, and front cover. The line cord was also damaged. The customer reported product problem (failure to heat) was confirmed during testing. The problem source of the faulty heater was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) was not heating. No patient injury or complications were reported in relation to this event.